Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reds4457 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that a connector of this catheter leaked liquid. No other information was provided.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged catheter was confirmed, and the cause appears to be use related. The product returned for evaluation was one 4 fr single lumen powerpicc catheter. The investigation findings are consistent with catheter damage caused by contact with a sharp-edged instrument such as a scalpel or scissors. The returned product sample was evaluated, and a large ¿v¿-shaped split was observed approximately 0.3 cm proximal to the molded joint. Microscopic examination of the catheter split confirmed it was typical of contact with a sharp bladed instrument, and the characteristics observed which supported this type of failure included: the fracture surface was reflective in nature and contained a striated pattern. This can occur due to pattern transfer of the sharpened edge typically found on a scalpel-type instrument. Sharply formed fracture edges . Planar shape to the fracture surface. Blood residue was seen on the sample which showed that the product had undergone at least some use. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The product IFU states: ¿avoid accidental device contact with sharp instruments and mechanical damage to the catheter material. Use only smooth-edged atraumatic clamps or forceps.¿ and ¿do not use scissors to remove dressing to minimize the risk of cutting catheter.¿ a lot history review (lhr) of reds4457 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that a connector of this catheter leaked liquid. No other information was provided.